Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a dislodgement post-operative. After the wound was closed, ventricular ectopy was noticed, increasing in incidence. The rv pacing threshold had increased and was unstable. X-ray was performed and showed less slack remained. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.